Event description:
It was reported that a user replaced an expired dexcom g7 sensor and the ilet did not display glucose data while the dexcom app showed readings; the user had not entered the new sensor code into the ilet, and after being guided to input the sensor code, the ilet began displaying values. Symptoms included no adverse clinical effects reported and a blood glucose reading of 160 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, device use review, and troubleshooting with education on correct setup. Investigation of this case revealed improper setup or pairing workflow with the continuous glucose monitoring integration, resolved by entering the correct sensor identifier into the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.